Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Subsequently, it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and customer continued to use the pump for insulin delivery. Customer's blood glucose level was 200 mg/dl.